Manufacturer narrative:
Bottle 7 (ethanol) was removed from the instrument at 18:30 pm on (B)(6) 2015 for 3 seconds, which is not sufficient time to complete manual replacement of reagent; and the properties of the corresponding reagent station were reset at 18:30pm on (B)(6) 2015. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 7 (ethanol) remained unchanged at 76.3%, because the reagent had not been replaced. This reagent was then used for the final dehydration step in the two (2) protocols from which tissue samples would have exhibited sub-optimal tissue processing. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocols, and involved failure by the user to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/peloris ll user manual.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from an overnight run. The leica north america technical assistance center representative reported that the complainant had "personally verified that the concentration of reagents are accurate, and that the correct reagents are in each bottle and there were no errors". On (B)(6) 2015, leica biosystems received info from the laboratory that all tissue samples exhibiting sub-optimal tissue precessing were diagnosable. Investigation of this complaint found that the sub-optimal tissue processing reported by the complainant was derived from the "margin" protocol started in retort a at 18:30pm on (B)(6) 2015, which completed at 22:58pm on (B)(6) 2015; and the "factory 2hr xylene standard" protocol started in retort a at 09:48am on (B)(6) 2015, which completed at 12:02pm on (B)(6) /2015. These protocols comprised 158 and 48 cassettes respectively, based on data entered into the instrument software by the user.